Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [500 mcg/ml] at a dose of 36 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the catheter was cut during a spine surgery on an unknown date. It was noted that the patient had an increase in spasticity and an x-ray showed the cut catheter. It was unknown what led to the spine surgery during which the catheter was cut. Surgery was scheduled as intervention/action taken to resolve the issue. Surgical intervention occurred on (B)(6) 2017 where the catheter was partially explanted and replaced and would not be returned as the customer discarded the product. The pump was also replaced. The issue was resolved at the time of the report. No further complications were reported or anticipated. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.